Event description:
Customer states pump was to be tested before releasing to patient but pump would not turn on even when plugged in. No patient impact.

Manufacturer narrative:
Investigation found that pump could not turn on. The diode d7 was determined to be leaky and was out of the specification. New pcb was replaced to solve the issue.